Event description:
Hcp reported the pt was having an increase in pain, though no other withdrawal symptoms. A rotor study was done that showed a stall. The catheter was also reported to be dislodged. The pump was replaced in 2002 and returned to the MFR for analysis. The pt outcome was not reported. A follow up report will be sent when add'l info is received.